Manufacturer narrative:
A visual inspection of the returned sample confirmed that the leakage reported was due to a longitudinal crack on the side of the barrel, approximately one inch long. No evidence of impact or other damage was observed. It is not possible to determine if the crack occurred during manufacturing, shipping or as a result of user technique. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe manufacture and assembly processes. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level (0.030.mm) in relation to the total volume or syringes produced.

Event description:
Nurse said that they noticed the medication was leaking out the side of the syringe.